Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The company representative reported via phone call that the insulin pump alarmed motor error during the rewind process. The blood glucose reading was normal and medical treatment was not required. The history showed that the insulin pump has had multiple motor error alarms.